Event description:
A complaint was received regarding the adc device being unable to turn on by button, test strips, or by charging. As a result, on (B)(6) 2022, the customer had a loss of consciouness, however, regained consciousness and self-treated with glucose only. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated. Visually inspection was performed on the returned usb/charging cable and no issues were observed. Visual inspection was performed on the reader and no issues were observed. Reader did not power on with button depression, test strip insertion or usb cable insertion. Usb port damage was observed. The returned meter was de-cased and visual inspection was performed and no issues were observed. Reader did not turn on with pressure applied to cpu. Replaced returned battery with known good battery and attempted to turn on reader. Reader turned on with known good battery and battery was observed to be charging. Extended investigation has been performed. No contamination observed. The battery changing icon does not turn on. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the adc device being unable to turn on by button, test strips, or by charging. As a result, on (B)(6) 2022, the customer had a loss of consciousness, however, regained consciousness and self-treated with glucose only. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.